Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown, brand name - unknown, device product code - unknown, device info- unknown, date implanted - unknown, date explanted - unknown, (B)(6), 510k number - unknown, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that revision procedures occurred; however, the identity of the products implanted and explanted are unknown. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Information was received based on review of a journal article titled, "short-term results of the reverse total evolutive shoulder system (tess) in cuff tear arthropathy and revision arthroplasty cases," which aimed to evaluate the clinical and radiological outcome of the total evolutive shoulder system (tess) in patients with cuff tear arthropathy and patients in need of a revision arthroplasty. The study consisted of 65 patients with 67 total shoulder replacements; eleven (11) were treated with stemmed prostheses and 56 were treated with non-stemmed prostheses. Follow-up occurred at a mean of 17.5 months post-operatively. The journal article reported the following results: two patients were revised due to loosening of the glenoid component. One patient denied revision surgery despite loosening of the glenoid component. One patient was revised due to loosening of the humeral component. One patient was revised with due to infection. One patient was revised due to fracture of the glenoid. One patient underwent manipulation and was eventually revised due to instability after two dislocations. One patient underwent manipulation and fixed-angle plate fixation due to instability and symptomatic os acromiale. One patient experienced an incomplete lesion of the brachial plexus. Three patients were revised due to intraoperative malpositioning (one humeral and two glenoid components). The authors of this study conclude the reverse total evolutive shoulder system provides an effective distalization and medialization of the humerus and the center of rotation.